Event description:
On tuesday, 12/26, rptr went to the pt's home and the rptr and husband changed the one liter bag of fentanyl per pump instructions. The drug was being administered epidurally. On 12/29, when husband and rptr went back to change the bag, the bag was completely full. No medication had infused. During the three-day period the pt had been in pain and other medications had been used to try to control the pain. Rptr states that the MFR has changed the tubing that attaches to the pump. The tubing is very short, about 6" long. The tubing between the bag and the pump had gotten folded over or crimped, so the medication would not infuse. Rptr has talked to the MFR about this problem.